Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an alert was received due to high right ventricular (rv) pacing lead impedance measurements measuring, greater 2,008 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there a review of a ventricular episode found there was noise that was being oversensed resulting in approximately four seconds of a pause due to unipolar sensing. It was noted that thresholds have also increased. The patient is dependent on therapy. Subsequently, this pacemaker system was explanted and replaced successfully.

Event description:
It was reported that an alert was received due to high right ventricular (rv) pacing lead impedance measurements measuring, greater 2,008 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there a review of a ventricular episode found there was noise that was being oversensed resulting in approximately four seconds of a pause due to unipolar sensing. It was noted that thresholds have also increased. The patient is dependent on therapy. Subsequently, this pacemaker system was explanted and replaced successfully.